Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The problem (unable to latch) was confirmed. Upon investigation, the trunk cable connector was physically damaged and the electrode belt was unable to properly connect to a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it was unable to latch to a monitor.